Manufacturer narrative:
The subject device was discarded by user facility and could not be returned. The exact cause of the user's report could not be conclusively determined. As a result of the checking the manufacturing record of the lot for the year from the occurrence date due to the unknown lot, nothing abnormal was detected. Based on the similar case in the past, omsc assumes that the condition of the patient or stone might cause this event. The device instruction manual has warned users that there is possibility the calculus cannot be crushed by lithotriptor, and it also describes what to do if the lithotriptor cannot crush the calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical system corp. (Omsc) was informed that during the procedure, the doctor was trying to crushed calculus by using the bml-v437qr-30, was incarcerated. The physician attached the basket wire of this device to the mechanical lithotriptor handle (bml-110a-1). The calculus was crushed. The physician completed the procedure. There was no patient injury reported regarding this event. The physician completed the procedure.